Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient with this artificial urinary sphincter (aus) started experiencing recurring urinary incontinence. The aus was not fully coapting. The aus was explanted. No further patient complications were reported.